Event description:
It was reported that log file review captured a no external power alarm on (B)(6) 2021 while the patient was connected to the power module and batteries.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate ii system controller (serial #: (B)(4)) was not returned for analysis; however, log files were submitted for review spanning approximately 65 days (23aug2021 ¿ 27oct2021 per timestamp). A no external power alarm was captured on (B)(6) 2021 at 08:14:13 while the device appeared to be connected to the power module and a 14-volt battery. The no external power event cleared when the controller was connected to the mpu. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log file related to the reported events. Additional information communicated on 31jan2022 indicated that the system controller would not be returning for analysis. The root causes of the reported events were unable to be determined in this analysis. Heartmate ii instructions for use (rev. C) section 7 entitled ¿¿¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms and no external power alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#:(B)(4)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.